Manufacturer narrative:
The allegation that the pump makes loud noises is confirmed; however, it was found that the device works as intended. One unpackaged ar-6480 dualwave arthroscopy fluid management system batch/serial number (B)(6) was returned for investigation. The returned device was visually inspected, and it was noted regular signs of wear and tear. The returned device was assembled with an ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be replicated. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 102 minutes to reproduce the reported failure. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These are the expected results. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to damage to the roller system by misuse.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-6480 pump is making loud noises and not functioning correctly during a case. It was replaced with no harm to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.